Manufacturer narrative:
(B)(4). Evaluation, conclusion: failure to follow instructions (the balloon was over inflated).

Event description:
The device was returned for evaluation. The event was confirmed; there was a tear in the balloon. The root cause of the event could not be conclusively determined; however, was most likely due to the physician over-inflating the balloon, past what is recommended in the IFU, during the procedure.

Event description:
A reliant balloon was utilized for treatment in an endovascular procedure. It was reported that the physician was modeling the overlapping zone between the contralateral stub and the contralateral limb of the endurant stent graft and over-inflated the reliant balloon which expanded above the bifurcation marker of the endurant stent graft but nothing was seen on the fluoroscopy monitor. The physician stopped inflating the balloon and at the same time stopped the x-ray imaging. When the physician started to deflate the balloon blood was seen coming through the inflation channel of the reliant balloon catheter and determined that the balloon ruptured. The physician withdrew the balloon catheter from the sheath using fluoroscopy and saw that the balloon was ruptured. The physician had 5cc contrast and 15cc saline solution in the syringe. The physician used around 10cc of contrast / saline solution during the inflation. Another reliant balloon was used to model the other stent grafts. No clinical sequelae were reported and the patient is fine.